Manufacturer narrative:
This report is submitted on february 13, 2018. Registration number (B)(4).

Event description:
Per the clinic, the patient experienced infection at abutment site and subsequently underwent skin revision surgery on (B)(6) 2018 and was treated with topical antibiotics (duration not reported). The implanted device remains.